Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on a site reminder. During troubleshooting with tandem technical support, the reminder was able to be cleared. There was no impact to the customer¿s blood glucose level.